Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). On (B)(6) 2012 was subjected to a total left hip arthroplasty with application of ceramic cup after 4 months from the intervention, the patient accused pain e block at the left hip. On (B)(6) 2012 the patient was subjected to a revision surgery. During the revision the ceramic cup appeared completely crumbled. The ceramic cup was replaced with a pe cup. Update received 22 jan 2016 only to clarify: the lawyers of the patient in the legal letter talks firstly about a ceramic cup but subsequently about the insert. I can assume, on the basis of the codes previously sent, that the revision was due to a rupture of the insert (gb). Update 01 sep 2017: medical records received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on sep 01, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.